Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remained implanted. The complaint for valve degeneration was confirmed based on provided medical record. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the valve was implanted in pulmonic position for this case. The sapien 3 with the commander delivery system was indicated for native aortic valve replacement only at the time of original implantation. While the device is now approved for pulmonic position valve replacement, it remains off-label for this case. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Per medical record, patient has a history of hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that procedure factors (off-label operation) and/or patient factors (congenital heart abnormalities, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, a 20mm sapien 3 valve in pulmonic position failed after 4 years and 10 months due to stenosis and regurgitation. A valve-in-valve procedure was successfully performed with a 23mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is ongoing.